Manufacturer narrative:
There was no patient involved with this concern.a medtronic representative reported that the incident happened in the warehouse while replacing the x-ray batteries. Per further engineering review, the part is located on top of the battery tray. There is a plastic shield over the wiring and this part. So it would be difficult for an service rep to receive a burn from this event. You can still infer that there was a small thermal event due to the charring. The component put itself out once the battery energy stopped flowing through it. No parts have been received by the manufacturer for evaluation.(B)(4).

Event description:
A medtronic representative reported that when he connected j2 (the middle diode in the battery tray 2, it smoked. He then disconnected j2 and checked all connections, no short or bad connection was observed. There was no patient involved with this concern.

Manufacturer narrative:
RMA issued; replacement charger boards shipped to site for issue resolution. A medtronic representative replaced the pcba battery charger boards and performed an imaging system check-out, all areas passed. The medtronic representative reported the system performed as intended after the replacement of the boards. No parts have been received by the manufacturer for analysis.